Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, smith and nephew has not received the device/adequate clinical documentation to fully evaluate the complaint. Per subsequent e-mail, the surgeon reported a 4.7 locking osteo screw pass through the evos anti-glide plate and provided two unlabeled, undated photos of the opened operative leg. Although the photos support the complaint, they don¿t aid in determining a definitive root cause of the reported failure. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant medical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after internal fixation surgery was performed on a unspecified date, an evos 4.7mm locking osteopenia screw went through tabbed locking mechanism of an evos posterolateral distal fibula anti-glide plate. This adverse event was treated by conducting a revision surgery on (B)(6) 2021. Patient's current health status is unknown.